Event description:
Caller states the pt tested 2.5 inr on the coaguchek xs system and 2.0 inr on the coaguchek s system during duplicate testing. Medications were adjusted based on the coaguchek s result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s sytem. Reference medwatch with a1 pt for suspect device in coaguchek xs system.